Event description:
The customer reported the ventilator would not power on. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported the hospital staff stated they reseated the power cord and the unit powered on. The fse checked ac and dc voltages and reported they were within tolerance and reseated the power cords. Applicable final testing was performed per operating specifications.